Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) investigation summary: bd received 1 sample and 1 photo for investigation. Evaluation of both indicated hair in the tube. Additionally, 100 retention samples from bd inventory, were visually inspected and no foreign matter(fm) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode fm (hair in tube). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, foreign matter(fm) was observed in 1 tube. Hair was inside the tube. There was no health impact or consequences reported.